Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise and oversensing that resulted in greater than 2 seconds of pacing inhibition. The patient was noted to be asymptomatic during the pacing inhibition. The noise was suspected to be related to electromagnetic interference (emi). Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that a non-sustained ventricular tachycardia episode was observed in the remote home monitoring system due to noise and oversensing and resulted in pacing inhibition for greater than 2 seconds of asystole. The patient was brought into the clinic for evaluation. The noise was able to be reproduced with valsalva manuevers. Programming changes were made to sensitivity and no further oversensing was observed. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that patient isometrics were performed and were able to reproduce noise, however, the root cause was unable to be determined. The physician will continue monitoring.